Manufacturer narrative:
Additional narrative: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. Additionally, the device failed the bench test. According to the specification, the power should be between 67.5 and 110 w. The handpiece exceeded the maximum power limit (result = 125 w). Following these failures, the device was disassembled for a deep investigation. It was observed that there was liquid on the motor and control unit. The assignable root cause was determined to be due to improper reprocessing and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during cleaning process, it was observed that the small battery drive device had intermittent operation. During in-house engineering evaluation it was found the device did not stop immediately when the control device was not engaged. The event was not related to surgery. It was reported that there were no delays to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date fo the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.